Event description:
The recipient's device was reportedly explanted due to the magnet protruding underneath the skin. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.